Event description:
According to the distributor's report, the device was used to close a cheek laceration. During application, the adhesive contacted the inner corner of the pt's eye and glued it shut. The physician applied petroluem jelly and referred the pt to an ophthalmologist. No further info is reported.